Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer received emergency medical assistance with a high blood glucose on (B)(6) 2020 with blood glucose of 699 mg/dl at the time of the incident. The customer was treated with insulin drip. The called did not mention any symptoms for the customer. The customer was wearing the insulin pump during the incident. The customer was wearing sensors during the event, but it is unknown if the auto mode was active. The caller reported the customer passed away on (B)(6) 2020 due to a heart attack. The insulin pump was not worn at the time of death and had been off since the date of hospitalization. The caller declined to return the insulin pump for analysis.